Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming lamp. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported poor illumination with multiple ports. Procedure details and patient impact have not been provided. Additional information has been requested and received. Additional information received clarified that illumination was low from port 1 and 2 of the system illuminator. No system message was displayed. The procedure was completed by moving the probe to port 3 located in the auxiliary illuminator. There was no harm to the patient.